Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the reporton behalf of neodent - jjgc

Event description:
The clinician reported that on the day the dental implant was placed, in ada site #14 of the patient¿s mouth, a failure occurred upon insertion. Patient presented with type iii bone and a bone fracture was reported. The device will be forwarded to the manufacturer for investigation. Patient reported pain at time of event, no further complications were observed.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
The clinician reported that on the day the dental implant was placed, in ada site #14 of the patient¿s mouth, a failure occurred upon insertion. Patient presented with type iii bone and a bone fracture was reported. The device will be forwarded to the manufacturer for investigation. Patient reported pain at time of event, no further complications were observed.